Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Date of the reported event is unknown.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device failed accuracy with -7.85 percent. This was discovered while testing. There was no patient involved.